Event description:
The customer reported that the system had an intermittent error resulting in a loss of functionality. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.